Manufacturer narrative:
Investigation summary: one photo received by our quality team for investigation. Through visual inspection, green hub is observed without cannula assembled. Without physical samples, it is not possible to confirm the presence of epoxy (material used to join the cannula to the hub). Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with insufficient application of epoxy in the assembly of the cannula-hub. Preventive monthly plan will be implemented.

Event description:
No additional information received.

Event description:
It was reported that during use with the bd syringe 3ml ll 21ga 1-1/4in mx bun, the needle pulled out of the hub. The following information was provided by the initial reporter, translated from spanish to english: "when aspirating the medication, a lot of air was coming in, I tightened the hub thinking that it was not well tightened but air kept coming in when I felt the needle move, I pulled it and it came out. If I had not done that and applied the medication, the needle would have separated from the hub and we would have run to the hospital to look for the needle, as it is known that they move and can even cause death." Was the device used in any medical or surgical procedure? No. Did the patient require medical or surgical intervention due to the reported situation? No. Additional information received on october 6, 2023: is the sample contaminated? If yes, please report the substance. A: the syringe was completely sealed, with no evidence of contamination.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.